Manufacturer narrative:
(B)(4). It was reported that calcification was visible in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported tangled suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery with a proglide device using the preclose technique prior an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Reportedly, when the suture of the first proglide device was attempted to be placed at the 10 o'clock position, resistance was felt when pushing the plunger forward during deployment. The suture of the first proglide device was able to be successfully deployed and placed using the preclose technique. A second proglide device was used to successfully deploy the suture at the 2 o'clock position; however, the suture of the second proglide became caught on the suture of the first proglide device deployed at the 10 o'clock position. The suture of the first proglide device was cut and removed from the anatomy and the suture of the second proglide device deployed at the 2 o'clock position remained in the anatomy. A third proglide device was used, deploying the suture at the 12 o'clock position using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device and in-training in use of the preclose technique. No additional information was provided.